Manufacturer narrative:
(B)(4). Date sent: 4/28/2023 concomitant product.

Manufacturer narrative:
(B)(4). Date sent: 6/7/2023. Additional information was requested and the following was received: does the surgeon know the source of the air leak? Unknown. How soon after the surgery did the leak appear? Unknown. What was done to address the leak? Unknown. How soon after the surgery did the air leak resolve? Unknown. What was the diagnosis of the patient? Nodules of the right upper lung. What was the indication for the surgery? Nodules of the right upper lung. Did the patient have underlying copd? Unknown. Did the patient have any underlying pulmonary condition? Unknown. Does the surgeon believe that the ethicon ec60a device caused or contributed to the reported event? The surgeon guessed. What is the current patient status? The patient has been discharged.

Manufacturer narrative:
(B)(4). Date sent: 4/27/2023. D4: batch # x95a91. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does the surgeon know the source of the air leak? How soon after the surgery did the leak appear? What was done to address the leak? How soon after the surgery did the air leak resolve? What was the diagnosis of the patient? What was the indication for the surgery? Did the patient have underlying copd? Did the patient have any underlying pulmonary condition? Does the surgeon believe that the ethicon ec60a device cause or contributed to the reported event? What is the current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thoracoscopic right upper lobectomy. The device was used to transect lung tissue during surgery. After transection, staple loosening and falling off occurred, resulting in air leakage in the lung tissue. After operation, the patient developed pneumothorax, and the time with tube was prolonged. No additional information can be provided.